Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle is detached.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 open and 13 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Received 13 closed samples and two open samples with the needle detached from the thread and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and one of the samples does not fulfill the minimum requirements, but 1 low value in 15 tested units is accepted, according to the requirements of the OEM. There are no samples available in stock to test 15 samples. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill requirements. Actions on product: complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.